Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch#: 437d25. Additional information was requested, and the following was obtained: 1. Was the firming sequence started but not completed? If yes: yes. 2. Did the device deliver any staples? Yes. 3. If yes, were the staples formed properly? As far as it was stapled, yes were formed. 4. If yes, was the staple line complete? No. 5. Did the device cut? No. 6. If yes, was the cut line complete? No. 7. If yes, was there any issue with the cut line? Yes. 8. Was there any difficulty opening the device jaws? Yes sincerely, I believe that this problem has been due to the surgeon¿s misuse, but since there was no johnson representative during the surgery, we found it better to report. 8. How far along the stapler was the stapling applied? On the first shot, the stapler got stuck right at the beginning of the stapling, making it necessary to change the load. 9. Could you please clarify if there were any patient consequences? There were no consequences for the patient. 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? There were no postoperative changes as a result of the event. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the anvil bent upwards, along with 2 gst60w (b and c) and 7 gst60b (d-j) reloads present. The reloads b and c returned fully fired and reload (c) was noted with the pan partially dislodged from the right proximal side. The reloads d, e and f returned partially fired 2/3 and 1/3 with the cartridge deck damaged and reloads g, h, I and j returned fully fired with the reload deck damaged and in addition, the reload j was received with the reload pan partially dislodged from the right proximal side. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 437d25, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler got stuck in the process, thus stapling only part of the patient's tissue and not completely. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.